Event description:
Philips medical systems supplies (B)(6) info pursuant to 21cfr 1020.30-33 for its x-ray producing devices. The (B)(6) info for the pulsera c-arm, (B)(4) and ultra z CT scanners identifies info in the (B)(6) info that philips did not include with the (B)(4) info. Philips has not responded to a request for this info.